Event description:
It was reported that during the attempted implant of this lead in the left bundle branch position, the lead exhibited loss of capture, and the physician decided to reposition the lead, however, during repositioning the helix got deformed. The physician decided to finish the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch position, the lead exhibited loss of capture, and the physician decided to reposition the lead, however, during repositioning the helix got deformed. The physician decided to finish the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High-magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.